Event description:
It was reported that the customer went to the emergency room with an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided and ketones. Reportedly, the customer received an incomplete bolus alert as they had not completed a bolus request. The customer was treated with intravenous fluids of saline and insulin. The customer was released 4 hours later with the issue resolved and no permanent damage. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.